Event description:
An electronic report was rec'd from the FDA that reported the following: "pt has been on peritoneal dialysis since 2004 without any infections. Pt trained on stay safe and newton cycler six mos later switching from the freedom and premier sys. He was admitted to the hosp with peritonitis in 2008 with cath being removed 2 days later related to yeast infection. This pt has had no problems on pd until the change of prod and on the package it is printed non-sterile and anything that touches the pd cath needs to be sterile. Dates of use 2 mos 14 days."

Manufacturer narrative:
Device history review is unable to be performed due to the lot # being reported as unk. Sample analysis: it is indicated that a sample is available for eval, however, an anonymous person submitted this report to the FDA. Since there is no contact info, we have not been able to obtain any further detail on this prod complaint or obtain the sample. If any add'l info becomes available, we will forward that info on to you.